Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the retainer ring that holds the reservoir has come off. Customer's blood glucose was not provided at the time of the incident. There was no conformation if reservoir was able to lock in. Troubleshooting was not provided. The device will return for analysis.